Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving fentanyl of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient had sudden symptoms of withdrawal. The patient was going through withdrawals and was curled up with her body in spasms. The patient stated she was nauseous, vomiting and had cold sweats. The patient were to the emergency room and they had never even seen her, patient thought they may have red flagged her. Patient stated she had a "glitchy intrathecal pump", patient was so sick she went outside and was laying on the ground. When asked about her dose and concentration the patient stated she thought it was about 500 per day, constant flow. This was not an out of box failure.